Manufacturer narrative:
The philips remote service engineer (rse) interviewed the customer and requested a replacement blood pressure pump. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer stated that the nbp is not accurate or consistent. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and concluded the nbp assembly needed to be replaced since it was not providing accurate or consistent readings. The rse ordered a replacement nbp assembly to resolve the issue. Based on the information available, the cause of the reported problem was confirmed to be the nbp assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.